Manufacturer narrative:
The investigation of the returned control printed circuit board (pcb) has been completed. Visual inspection showed no defects. The control pcb was installed in a reference ventilator for simulated use testing. The pre-use check failed, which confirms the reported issue. An electrical examination of the pcb showed that a capacitor was faulty. The root cause was the insulation resistance of the capacitor, which had degraded. This has previously been identified as a manufacturing problem of the component. As a preventive action the supplier of the capacitor is no longer used. If the capacitor fails it can lead to low oxygen delivery to the patient. This will be detected during pre-use check and during ventilation by generated alarms. An evaluation of the device logs shows that the issue first occurred on (B)(6) 2016, date of event is corrected to this.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the gas supply sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).